Manufacturer narrative:
The device evaluation is anticipated upon product return from customer.

Event description:
As reported 6 tfm032l was delivered to distributer with particles inside of the packaging.they were seemed hair and small particles. Pictures provided.

Manufacturer narrative:
The device was not retained for evaluation. Photos were supplied for the investigation of the device the particulate was a confirmed manufacturing defect. The particulate was in the pouch when it was sealed and operator and quality inspections failed to reject the defect. A CAPA was opened and is currently in process to investigate the root cause of particulate in the manufacturing environment and implement corrective and preventive actions to address the particulate. From august 2011 to date, there have been 2 complaints for reported contamination or particulates related to the venous drainage product family. The edward¿s trending system indicates that the complaints per million (cpm) 3 sigma threshold was not exceeded in august for the venous drainage product family. Trends will continue to be monitored through the edwards quality system.